Event description:
It was reported that the ilet user experienced significant blood glucose fluctuations, with glucose rising after an unannounced lunch and subsequent corrective insulin followed by user overcorrection with oral carbohydrates, resulting in alternating hyperglycemia and hypoglycemia ranging from 41 mg/dl to 335 mg/dl. The user received education on timely meal announcements and measured fast-acting carbohydrate treatment to reduce overcorrection. Symptoms included hypoglycemia, hyperglycemia, shaking or tremors, and anxiety. Outcomes included serious injury and an unexpected need for medication intervention to address glucose excursions. Investigation included communication with the user and analysis of information provided by the user and device data. Investigation of this case revealed no device problem, and a usage problem related to a missed meal announcement and overtreating hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.